Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument did not close the clips. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument batch number is correct. The issue was noticed on march 19. The instrument was inspected prior to use with no damage observed. The incident with the clip applier did not occur while loading clip onto clip applier or prior to clip application. The issue was noticed while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip. It was not related to clip opening after closure of the clip. It was related to an unsuccessful clip application. The type of clips that were used with the clip applier instrument were hem-o-lok/green. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use. The incident happened on the first clip application, and a backup instrument was used. There was no injury to the patient or bleeding. The procedure was completed with no procedure delay.

Event description:
Refer to h11 for follow-up information.